Event description:
It was reported to boston scientific that a sensation snare was used in the intestinal tract for an endoscopic polypectomy procedure performed on (B)(6) 2026. During the procedure, insufficient supporting force was reported, causing the snare to fail to cut the target polyp. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition following procedure was stable

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.